Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information regarding product involved in the event is unknown, hence its usage. Usage of the product has been marked single use just to populate that field without which report submission was not possible. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the product contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for shortness of breath possibly due to mitral regurgitation that was identified on an echo-cardiogram and had received the procedure during his inpatient stay. The patient underwent a procedure on l1 and l4 on (B)(6) 2018. Post-op, patient suffered from acute heart failure and cardiogenic shock. The patient died on (B)(6). The patient was thought to possibly have osseous metastatic disease when enrolled in the study, but it was later determined during a bone biopsy that he was negative for tumors. The discharge note indicated that the ¿kyphoplasty didn¿t help back pain¿.